Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, the log files were unable to be analyzed. Based on the information received, the cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a tamponade occurred during ablation of the cti line. The patient became hypotensive and an echocardiogram revealed a pericardial effusion at the right side on the cti line, close to the inferior vena cava. A chest drain was placed and the patient was transferred to surgery to resolve the effusion. There were no performance issues with any abbott devices.